Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer had already purchased a new insulin pump and is waiting for it to arrive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.